Event description:
It was reported that the patients' left hip was being revised because the acetabular component/cup became dislocated and screws were broken. The surgeon did not comment on the cause of the dislocation.

Event description:
It was reported that the patients' left hip was being revised because the acetabular component/cup became dislocated and screws were broken. The surgeon did not comment on the cause of the dislocation.

Manufacturer narrative:
No device evaluation, history or complaint review could be performed as no associated items were returned for identification or evaluation. No patient medical records were available for review. The event could not be confirmed nor the root cause determined. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The reported event regarding dislocation of an unknown 40mm screws component was not confirmed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 40mm screws. When completed, the evaluation summary will be submitted in a supplemental report.